Event description:
According to the reporter: occurred during the procedure. The clip applier was able to fire, but the clips were malformed. They scissored and detached from the patient tissue. To remove the disengaged clips, an x-ray was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is doing well. There was not an extension in surgical time due to the product problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Instrument one was received partially applied with nine remaining clips. Instrument two was received partially applied with one remaining clip. Instrument three was received partially applied with eleven remaining clips. Instrument four was received partially applied with two remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.